Event description:
Customer reported to beckman coulter, inc. That there was a leak from the probe and the middle section of the coulter act diff 2 hematology analyzer. Customer reported the volume of the leak was about 5 ml. Customer reported controls that were run on the act diff 2 analyzer recovered within the expected values. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the white blood cell bath was overflowing. The fse replaced the peristaltic drain tubing to resolve this issue. The fse replaced pinch valve pv11, fluid filters and the pinch tubing at pinch valve pv8 to resolve the leak in the probe area.

Manufacturer narrative:
(B)(4).